Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed a pump stop event associated with electrostatic discharge (esd). Additionally, review of the log files confirmed left ventricular assist device (lvad) internal fault alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2023.the pump operated at the set speed without issue until a transient pump stop event was observed on (B)(6) 2023, which appeared to be consistent with a pump reset due to an esd event. The pump stop was followed by a continuous lvad internal fault alarm due to a communication issue that caused the pump to operate at the default speed of 5000 rpm. It should be noted that the associated lvad event and periodic log files did not contain any data, consistent with the observed communication issue. No other notable events or alarms were captured. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Sections 6 of the IFU as well as section 4 of the patient handbook warn that high levels of static electricity can cause the left ventricular assist device to stop, and state that patients should use battery power when not sleeping or relaxing or while performing activities that can generate static electricity. Section 6 of the IFU and section 4 of the patient handbook also provide examples of when static electricity can occur and how it can be avoided. Section 7 of the IFU and section 5 of the patient handbook describe all alarm conditions as well as the appropriate actions associated with them. The patient handbook also lists examples of emergencies and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Additionally, the testing and classification tables in appendix b of the IFU and section 9 of the patient handbook include electrostatic discharge information. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the lvad fault was thought to have been caused by a preceding electro-static discharge (esd) event. A reset of the pump and system controller were successfully performed on (B)(6) 2023, and the alarms resolved.

Event description:
It was reported that the patient had a drop in their pump set speed on (B)(6) 2023. Log file analysis confirmed an lvad fault had occurred. The pump parameters were unable to be changed. The pump and system controller were reset on (B)(6) 2023.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.